Manufacturer narrative:
Context: a customer in the united states of america reported to biomérieux a potential misidentification of candida tropicalis as candida albicans with the product vitek ms instrument (ref. 410895, serial number (B)(4)). Mode : ivd, knowledge base version : 3.2 (cli), issue type : misidentification as candida albicans instead of candida tropicalis, vitek ms result: lab ID: candida albicans, retest - candida tropicalis, other method : unknown, expected ID: the expected identification has been defined as candida tropicalis. Culture conditions: origin: unknown, culture media: inhibitory mold agar, incubation: 24 hours @ 35c, spotting tool: loop, issue date: 26 jan 2023, fine tuning date before the issue: unknown. Investigation: complaint trend analysis and device history record the error code ivd mis-identification - f871 on the period from october 2022 to december 2022 has been checked and did not identify out-of-control alert, nor a non-confirmed out-of-control alert. Investigation results an investigation has been initiated by biomérieux on 29 jan 2023. However, it was reported that customer's regulatory did not allow microbiology to release the accession or any mzml files and that they had declined to investigate. Biomérieux performed an investigation based on the available data and closed the case. Root cause : unknown but spectra was not optimal. Conclusion: requested actions to biomérieux local customer service (lcs): check sample preparation with the customer. Provide the ¿customer training materials¿ to help him to improve his spot preparation technique (video, training, ¿ ): global website link: http://go.biomerieux.com/gcs-tutorial. If lcs or customer still have difficulties for doing spot preparation, to contact gcs expert unit for coaching. Check fine tuning status respecting the fine tuning procedure included in the vitek ms service manual.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in the united states of america reported to biomérieux a potential misidentification of candida tropicalis as candida albicans with the product vitek ms instrument (ref. 410895, serial number: (B)(4)). It was reported that a customer obtained an incorrect identification while testing a sample, the results were as follows: initial vitek ms ID result = candida albicans. Retest vitek ms ID result = candida tropicalis. It was reported that the result of candida tropicalis has been accepted as the correct identification by the customer. Biomérieux global customer service requested additional information to the customer to further investigate the case; however it was reported that customer's regulatory did not allow microbiology to release the accession or any mzml files and that they had declined to investigate. Biomérieux performed an investigation based on the available data. At the time of assessment, there is no indication or report from the customer that this event led to any adverse event related to the user/patient's state of health.